Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device would not charge when placed on the charging pad; the indicator light blinked green twice and then turned off, and the user confirmed proper placement and removed the case, consistent with a charging problem involving the battery charger component. The user transitioned to backup therapy while awaiting a replacement charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charger that prevented proper charging, aligning with a charging malfunction of the charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.